Event description:
A malfunction alarm was reported by the customer, with no notable events occurring prior to the issue. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the caller by providing pump reset instructions, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.